Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) that was deployed, was noted to not have tamping tube. Therefore, manual compression was performed post mynxgrip failure. There was no reported patient injury. The user was trained and certified using mynxgrip vcd. The product was store according to the instructions for use (IFU). The device was prepped according to the IFU. The storage did not exceed 25 °c. The device was shuttled down completely and there was no resistance when shuttling down. The advancer tube was engaged or visible as the shuttle would not retract. A 6f non-cordis sheath was used in the femoral artery for the procedure. The patient¿s bmi was not greater then 40kg/m. The sealant was unable to be seen. The device was returned for analysis. A non-sterile 6f/7f mynxgrip vascular closure device was returned for investigation. Per visual analysis, the device had been exposed to blood, the shuttle was disengaged from the handle, and the advancer tube was out of the manufacturing position and covering the balloon proximal tip. The sealant sleeve, the sealant, and the procedural sheath were not returned. The syringe was attached to the device. Per functional analysis, during shuttle retraction resistance was felt due to dried blood on the catheter. The blood was removed, and the shuttle was retracted back to the handle. The advancer tube was found to be engaged to the tamp lock. The device performed as per mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were examined under high magnification for any damages that could have affected the reported incident and no anomalies were found. Per dimensional analysis, the distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2107001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively be determined. The returned device performed as intended and no visual damages or anomalies were observed. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, then it will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2107001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) that was deployed noted to not have tamping tube. Therefore, manual compression was performed post mynxgrip failure. There was no reported patient injury. The user was trained and certified using mynxgrip vcd. The product was store according to the instructions for use (IFU). The device was prepped according to the IFU. The storage did not exceed 25 °c. The device was shuttled down completely and there was no resistance when shuttling down. The advancer tube was engaged or visible as the shuttle would not retract. A 6f non-cordis sheath was used in the femoral artery for the procedure. The patient¿s bmi was not greater then 40kg/m. The sealant was unable to be seen. The device will not be returned for evaluation as it was not saved. The device will be returned for evaluation.